Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had 'good' symptom relief for the entire year of 2012, but then developed an infection in (B)(6) 2012. It was noted that the patient had issues with retention and on (B)(6) 2012, the patient had an emergency procedure done to empty his bladder. It was added that the patient had an obstruction in the opening of his bladder. It was noted that the patient had a surgery to remove the obstruction. It was stated that the patient turned their implantable neurostimulator (ins) off for 3 weeks to recover from the surgery, and when they turned it back on, the patient was unable to urinate. It was noted that the patient saw a manufacturer representative for reprogramming on (B)(6) 2013. At this reprogramming session, the patient reported the sensation of 'something releasing' so he could urinate, but then after about '4 seconds' the patient felt the sensation that 'something was closing again' and he couldn't urinate. It was stated that the patient was running on program 4 at 1.7 volts and it was 'painful at times.' It was added that after the reprogramming session, program 4 was not painful anymore. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v806787, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown. Reprogramming sessions in (B)(6) 2012 and (B)(6) 2013 were noted. It was stated the patient acknowledged improvements both times. It was noted that an x-ray was pending. The patient had been able to ¿taper off¿ of bethanechol. No hospitalization was reported and the patient outcome was listed as no injury.

Manufacturer narrative:
(B)(4).